Manufacturer narrative:
Photos were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device is not available for return. The investigation is currently underway. (Expiry date 07/2019).

Event description:
It was reported that seven months post dialysis catheter placement, the catheter allegedly emulsified. It was further reported that the device was removed and replaced. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: a sample evaluation could not be performed as the samples were not returned. However 2 electronic photos were received. Each of the photos show a hemosplit catheter, still in patients, with a distinctive white discoloration on the extension legs. In one of the photos, the discoloration is on one side of the extension catheter lumens and with a fading pattern as it gets closer to the bifurcation edge, such that it resembles as if something must have been rubbed over the tubing where there has been reachable. The other photo shows some sign of mild physical erosion on the whitened catheter as well. Also a distinctive yellow to orange ranging color is observed on the catheter clamps and the bifurcation piece that splits the device from one catheter into two. The investigation is inconclusive as there is not enough evidence to confirm a product deficiency. Although a definitive root cause could not be determined, clinician or medical care staff or patients' method of handling the catheter during use and allowing prolonged contact with incompatible chemicals could have potentially caused or contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. The IFU warns: "alcohol or alcohol-containing antiseptics (such as chlorhexidine) may be used to clean the catheter/skin site; however, care should be taken to avoid prolonged or excessive contact with the solutions(s). Acetone and peg-containing ointments can cause failure of this device and should not be used with polyurethane catheters." (Expiry date 07/2019). (Results, conclusion).

Event description:
It was reported that seven months post dialysis catheter placement in the right jugular vein, the catheter allegedly emulsified- the extension tube turned white with material deformation. It was further reported that the device was removed and replaced. There was no reported patient injury.